Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 694758 lead implanted: (B)(6) 2010 and 5071-53 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv and right atrial (ra) leads have a history of noise and continue to have noise observed. The rv lead also exhibited a low pacing impedance alert back in 2015. In addition, the lias that occurred in 2015 and currently were due to a high number of short v-v intervals, high rate non-sustained episodes, and rv lead impedance variation. The leads remain in use. No patient complications have been reported as a result of this event.